Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted: the circular seals were cut. The duckbill seals, trocars and cannula appeared intact. A functional evaluation found that the devices passed an air leak test. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannula. No resistance was noted. The cannula tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of cut in the circular seals that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the balloon did inflate and insufflate. Also it was out of rubber that stopped the gas leak. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the balloon did inflate and insufflate. Also it was out of rubber that stop the gas leak.